Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was prompting the "error 1 message." The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue began the day she contacted at an unspecified time. During that time, the pt reportedly obtained an "error 1" message on the subject meter. After the reported issue, on the same day, the pt reportedly experienced symptoms of "blurry vison." The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.